Event description:
Note: date of event is unknown. A stonetome device was used during a procedure(gender, age, weight unknown). According to the complainant, during the procedure, "when it was visible the device under scope screen, it was noticed that the cutting wire was bent." The procedure was completed with a different device. There were no patient complications reported with this event.

Manufacturer narrative:
As received, it was found that the exposed cutting wire appeared slightly bent/ wavy. The bend in the exposed cutting wire is likely due to the procedural factors encountered during the use of the device. A review of the device history record could not be performed since the lot number was not provided in the complaint. In addition, since there is no lot number, the expiration and manufacture dates are unknown.